Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the refractory period of the external pulse generator (epg) tested out-of-specification. There was no patient involvement.